Event description:
It was reported revision surgery was performed due to infection and inflammatory reaction.

Event description:
After the investigation it was noted that the device is not for sale in us. This is not a bhr complaint.